Manufacturer narrative:
The product has not been returned for evaluation. The lot history, trend analysis, risk analysis, and/or directions for use were reviewed and considered acceptable, with the product performing within anticipated rates. No corrective action is required. This investigation is complete.

Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specifications. This investigation is ongoing.

Event description:
The user facility in (B)(6) reported the aspiration on the stellaris ultrasound handpiece was performing poorly. This lead to prolonged ultrasound time. They replaced the handle during the operation to complete the surgery. The patient sustained a corneal edema and endothelial damage which affected postoperative vision recovery. Additional details on patient recovery have been requested.